Event description:
It was reported that the user experienced persistent low glucose readings on the ilet system, with the pump displaying values declining to 42 mg/dl despite oral carbohydrate intake; the agent instructed the user to enter a fingerstick blood glucose to calibrate the sensor. Customer care provided support that included troubleshooting with user education. Investigation of this case revealed no device alarms reported and no definitive device malfunction identified. No clinical symptoms associated with hypoglycemia. Outcomes included no injury reported and no medical intervention beyond oral carbohydrates. It was concluded that the event involved hypoglycemia with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.